Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt short port was inflated with 25 cc of air and the pa started and then completed the harvesting procedure with no issue. At the end of the procedure, the pa inserted the syringe to deflate the balloon and the btt short port inflation check valve popped and flew across the room. There was no patient effect reported.

Manufacturer narrative:
Investigation results: the visual inspection observed that the valve had fallen out of the luer fitting and was not returned. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).